Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported that a bulge in the pump segment was found after starting an infusion of chemo. The set was placed into the pump module and as soon as the infusion was started, the device alarmed for occlusion. The user opened the door and found the bulge in the pump segment. The set was replaced and the infusion restarted without incident. There was no report of patient harm or medical intervention. No further patient/event information is available.